Event description:
Warmtouch was returned for check for proper operation. Evaluation confirmed case has melted in area above heating element (air inlet area). On testing found that blower has failed, leading to element overheating. No patient was injured.

Manufacturer narrative:
Covidien technician confirmed case has melted in area above heating element (air inlet area). On testing found that blower has failed, leading to element overheating. Approximate year of manufacture is 1999. The wt-5800 warmtouch is not distributed in the u.s.; however, the wt-5300 warmtouch is of essentially identical design and is distributed in the u.s. The 510k number for the wt-5300 warmtouch is k020604.